Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 500 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for two days. Customer was wearing insulin pump at the time of hospitalization. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.